Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened. The procedure was completed as planned using the secondary monitor. The philips field service engineer visited onsite and confirmed the reported problem. Upon troubleshooting, fse found that the 5v power supply unit for the video transmitter had failed, causing the unstable state. To resolve the issue, fse replaced the power distribution unit and returned the part for further analysis and there is an electronic defect on this part. After the replacement of the power distribution unit, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and, as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received, the procedure remained unaffected, and the customer successfully completed the procedure as planned by using the secondary monitor. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.